Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). It was reported to abbott, a patient¿s ipg was at end of life. Surgery took place where the ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.